Event description:
Related manufacturer reference number: 2017865-2021-36550. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that there was sensing noise on the implantable cardioverter defibrillator and right ventricular oversensing. On (B)(6) 2021 the device was explanted and the lead was capped and replaced. The patient was in stable condition.